Event description:
Reporter is a participant in the "mcghan medical corp silicone-filled breast implant adjunct clinical study" and is writing to express their concern after completing their first follow-up visit since the implantation. Reporter agreed to participate in the study with the understanding that their participation may benefit other women in the future. There was a concurrent commitment made regarding their medical treatment should they experience any complications while participating in this study. Reporter is disappointed that the operating surgeon fif not address their medical concerns. Reporter is equally uneasy about the reliability of the study and how it can adequately aid the FDA in determining what if any health problems are associated with the implants if the proper data is not collected from the participants.